Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a balloon leakage. On (B)(6) 2021, a cannula was used to assist breathing when rescuing the patient. After intubation, it was found that the patient¿s vital signs did not improve. After examination, it was found that the cannula balloon was leaking. No such situation occurred after the cannula was replaced. The patient has successfully completed the operation and her vital signs are stable.